Manufacturer narrative:
Additional information in g4, h6 investigation results: it was reported that the reprocessing department noticed that the tab of the trial head had broke off. The device, used in treatment, was not returned for investigation. A visual inspection could therefore not be performed. However, the batch number was communicated. Based on the performed complaint history review, no additional complaint was detected for the batch in question. The production documentation was reviewed, there were no deviations found. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. The continued performance of the device shall be monitored through standard post market surveillance review processes. The reported failure mode of a flap breakage can be confirmed, the root cause is attributed to a insufficient design specification. S+n will continue to monitor these devices for similar issues.

Manufacturer narrative:
H3, h6: it was reported that the reprocessing department noticed that the tab of the trial head had broke off. The device, used in treatment, was returned for investigation. Upon visual inspection, the reported failure mode could be confirmed. One flap is broken. Apart from that, the device shows heavy signs of use such asl dents and scratches on the outer surface. Based on the performed complaint history review, no additional complaint was detected for the batch in question. The production documentation was reviewed, there were no deviations found. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. The continued performance of the device shall be monitored through standard post market surveillance review processes. The reported failure mode of a flap breakage can be confirmed, the root cause is attributed to a insufficient design specification. S+n will continue to monitor these devices for similar issues. This investigation is considered closed. The returned device will be archived.

Event description:
It was reported that the reprocessing department noticed that the tab of the trial head had broke off. Noticed during service/pm. No case or patient involved.